Event description:
A customer reported an issue with not receiving insulin due to a malfunction in a tandem mobi pump, specifically concerning a cartridge alarm. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by advising them to remove and reload a new cartridge using proper techniques, which resolved the issue temporarily, but due to recurring alarms and the pump being under warranty, a replacement pump was sent with updated software. The customer was instructed on the necessary steps to return the problematic pump and set up the new one, including programming settings and connecting to their cgm.